Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised that the reported phenomenon was attributed to the inappropriate reprocess of the subject device by the user, such as insufficient brushing or rinsing or inappropriate cleaning brush use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user the forceps elevator of the subject device had not raised well at the annual inspection. At the inspection, olympus india checked the subject device and identified a foreign material around or under the forceps elevator. There was no report of patient injury associated with this event.